Manufacturer narrative:
Reporter discarded the involved product and did not provide photographs or lot information. Production history records could not be reviewed. The root cause for the reported issue could not be determined. Based on the lack of information and product for evaluation, there is insufficient evidence to conclude that the reported issue was attributable to a product defect or manufacturing operations.

Event description:
Report received of a malfunction resulting in an applicator swab disengagement. On (B)(6) 2017, the reporter stated the device was removed from its individual packaging and dipped into a cup of water. Reporter stated small green foam pieces disengaged from the device and were found floating in the cup of water. The reporter stated the device was not used and no injury occurred. The device was discarded and no photographs or lot information was available. Although requested, no additional information was available.